Event description:
Further follow-up revealed that the pt believed that the device was not working because he began to feel an almost continual vibration and then could no longer feel stimulation. Device diagnostic testing at this time resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. X-rays reviewed by device MFR identified a suspected connection problem between the generator and lead. The pt undewent revision surgery at which time a large head of pus was seen underneath the lead. The lead was then removed and swab cultures were taken. The generator was also explanted due to suspected infection. The infection was treated with antibiotics and explant of pulse generator and entire lead, approx one week post explant the pt was admitted to the hosp with left vocal cord paralysis .ultrasound of the carotid sheath showed no abnormalities. Product analysis summary: the lead assembly was returned for analysis in one piece. A coil break was identified on the negative coil. Scanning electron microscopy was performed at the area where the break was identified. The appearance of the coil ends shows that pitting or electro-plating conditions have occurred. Continuity check using a multimeter was performed. Continuity check did not idenify any discontinuities on the portions of the lead returned. The condition of the lead, in general, is consistent with conditions that exist following the explant procedure.

Event description:
Further follow-up revealed that the infection has resolved. It was also reported that there was not intervention regarding the patient's left vocal cord paralysis. The patient currently has partial vocal cord paralysis and is doing well. The patient has not had a vns re-implant at this time. The causes of the lead break and reported infection are unknown. The likely cause of the vocal cord paralysis is due to the manipulation of the vagus nerve during surgery. Possible causes of a lead break included: mechanical failure; implant technique (use of suture; no strain relief); patient twisting the lead; violent seizure; or physical injury'accident. Possible causes of infection events include: sterility compromised by packaging damage; device not properly sterilized; known surgical complication; poor wound care; patient interaction (ex:patient picking at incision site).

Event description:
Reporter indicated that the lead was explanted due to an infection. It was further reported that the lead was explanted due to high impedance (dcdc code of 7), however, this has not been confirmed.